Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated. The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. The customer's report was observed during the review of the device data logs and attributed to a software timeout which depleted the batteries. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 48-year-old male patient, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections h6 (health effect clinical code and health effect impact code). Evaluation results: zoll medical corporation evaluated the device and the returned batteries. The returned batteries do not appear the batteries from the event based on the measured voltage and the device history log. The device was tested and appears to be functioning to specification. The device's main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a software timeout. It is unknown what caused the timeout. The batteries used during the event were not returned as part of the investigation. The main board was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.